Event description:
A second second suturefix 1.7 was used on the same patient. During deployment, the tip got bent and hence did not go inside the portal. Another hole was made to pass the second suture anchor which was bent at entry.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.